Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties and stent damage occurred. The physician predilated the midly calcified and moderately tortuous lesion in the distal rca with a 1.5x12 mm sprinter balloon. The taxus express2 3.0x16mm drug eluting stent was attempted to be placed but would not cross the lesion. The physician was going to remove the stent to predilate again and felt resistance. He tried to pull the stent through the guide catheter and saw that a strut was sticking out. He forcefully pulled the stent through the guide catheter and removed the stent. The stent and stent delivery system were removed intact. The physician completed the procedure with angioplasty without the use of a stent. No pt complications occurred and pt status is reported to be satisfactory.